Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery and self test or verify a33 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dropped in water and had a compromised force sensor system alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.